Event description:
Patient underwent total knee arthroplasty in 1997 at the hosp. Revision surgery was performed to exchange prosthesis in 2007. Explanted tibial bearing component worn with progression to metal on metal articulation on one condyle.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomed will forward a copy to FDA. Evaluation found evidence that the femoral component articulated over medical anterior edge of the tibial bearing.